Manufacturer narrative:
The customer reports that the nibp is receiving high blood pressure cuff pressure. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the nibp is receiving high blood pressure cuff pressure.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the nibp is receiving high blood pressure cuff pressure. The unit was cleaned and evaluated. The reported problem of nibp issues was duplicated. This unit would not pass the infant inflation speed test. The nibp pump was changed to fix this issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.